Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, patient information, and operational status with no response from the reporter and, therefore, cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed. A supplemental report will be submitted when new information is obtained.

Event description:
The customer called technical support (ts) reporting that the device alarms and is not operable. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.